Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance to out-of-range values. Technical services was consulted and confirmed they found no noise or any further indications of a lead issue. However, troubleshooting was recommended nonetheless to see if the shock impedance is consistently high. No adverse patient effects were reported. At this time, the manufacturer of the right ventricular (rv) lead is unknown. This ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance to out-of-range values. Technical services was consulted and confirmed they found no noise or any further indications of a lead issue. However, troubleshooting was recommended nonetheless to see if the shock impedance is consistently high. No adverse patient effects were reported. At this time, the manufacturer of the right ventricular (rv) lead is unknown. This ICD remains in service.